Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6b explant date has been updated (with d6a implant date repopulated).

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to support the 72-year-old male patient who had been admitted in with plan for surgery for ventricular septal defect and ventricular septal rupture, presenting in scai stage e shock. The 5.5 was placed as a vent to the primary support of extra corporeal membrane oxygenation (ECMO). Underlying medical history was not shared. After 4 days of support the patient was noted to have been diagnosed as septic with pseudomonas bacteremia. Patient is on antibiotics for treatment of the infection. Per the nurse the impella site does not look infected. The 5.5 pump remain on for support despite the sepsis, and to date not other pump issues have occurred. The patient survived the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.